Event description:
Healthier professional reported right side "simple cyst", "capsule grade I", "implant with microfiltration", "porous", "color change", and "implant rupture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, h6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "simple cyst", "capsular contracture, baker grade I", "implant with microfiltration", "porous", and "color change".

Event description:
Healthier professional reported right side "simple cyst", "capsule grade I", "implant with microfiltration", "porous", "color change". The device has been explanted.